Event description:
Additional information provided from the field indicated that this is a known issue for the patient and no changes were made to their implanted system as they will continue to be monitored. No adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited multiple high out of range shock impedance measurements of greater than 125 ohms. The cause of the impedance issue has not been determined and no intervention has been performed at this time. The system remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.